Event description:
A customer reported a malfunction with their pump, marked by a code malf 12, and noted that the pump button was difficult to press without its case. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on resetting the pump and helped them carry out the reset, but no additional information was received regarding the outcome of the event.